Event description:
It was reported that during testing, the pump failed delivery accuracy plus 9.35 percent. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A service history review identified this device has not been in for service in the previous two years and there was no indication of a service issue during the investigation. A product sample was received for evaluation. Functional testing found the pump was found to be over delivering to the manufacturing specifications. The expulsor was trimmed to correct the reported problem. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. This remediation MDR was generated under protocol (B)(4) as a result of warning letter (B)(4).